Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high pacing thresholds with loss of capture (loc). The lead was attempted to be explanted but during the procedure both sides of the subclavian vein were found being occluded, so the attempt to add a new lead from the subclavian vein was abandoned. Another leadless device placement is scheduled at a later date. No additional adverse patient effects were reported.